Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with episodes of hyperglycemia up to 276 mg/dl for approximately two hours and hypoglycemia in the 50s after using meal announcements as corrections while the device was already delivering correction insulin, which led to insulin stacking and subsequent overtreatment with carbohydrates. Symptoms included headache during hyperglycemia and sweating with tremors during hypoglycemia. Outcomes included transient high and low glucose events that were self-managed without external assistance or medical intervention; the user corrected lows with oral glucose and crackers and reported a subsequent glucose of 200 mg/dl. Investigation included coaching on appropriate use of meal announcements, timing of treatment to avoid overtreatment, and assignment of additional device training. Investigation of this case revealed user technique factors, including announcing meals while elevated and repeated carbohydrate treatment without waiting, which were consistent with insulin stacking and rebound dysglycemia; the device alerted for high and low glucose as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error, mitigated through education and training.